Event description:
The charge nurse reported that when the patient monitor is powered off a burn like smell was coming from the monitor. After biomed tech carefully investigated, they found out that the power cord would start getting hot when you touched it and felt like it would melt and that was causing electrical wires to spark, so they replaced power cord and notified manufacturer. Manufacturer response for monitor, vital signs-monitoring equipment, 68mxtx, per site reporter. Requested to send damaged power cord to hill rom and we send to them for evaluation, but this is the fourth power cord to set on fire.